Event description:
The company received a report where it was claimed that the flange separated from the outer cannula during pt use. The caller reported that extubation and reintubation of a replacement tube was required. The tube was replaced without incident to the pt.

Manufacturer narrative:
The sample is currently in transit to the mfg site for analysis. If significant info is identified, a summary of the investigation results will be provided in a supplemental report.